Event description:
It was reported that customer experienced malfunction alarm 16-0x20e6 on pump, which prevented access to pump functions. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was started, charged, and recognized by computer but continued to display malfunction alarm, device was planned for return for evaluation, and replacement pump was provided.